Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 6 infusions set tube leakage at near adhesive area event on 15-march-2024. Infusion set has been used for 1 -2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.